Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned in good visual conditions and with a cartridge loaded in the device. The cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was 1/2 fired and the left side was fully fired. The cartridge was disassembled to verify the condition of the spring cartridge lockout and was found normal. The device was tested for functionality with a test cartridge and fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The mfg records were reviewed and no anomalies were found during the mfg process. Add'l info on cartridge: expiration date: 07/2012. Mfg date: 06/2007.

Event description:
It was reported that during a lap donor nephrectomy procedure, the device did not fire correctly. It locked up. A new device was used to complete the procedure. There was no pt consequence.